Manufacturer narrative:
Exact date unknown event occurred four years ago.

Event description:
It was reported that the patients lead had migrated. The patient underwent an explant procedure. The explanted lead will not be returned.